Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the primary failure of broken blade to be related to the customer-reported complaint. The instrument was found to have a blade broken. The blade broke at roughly .104¿ from the base. The broken piece was returned. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was suddenly not recognized with the alert "release the pressure". Before the procedure, the customer confirmed no damage on the blade. The blade was broken after the message appeared. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury. The total delay was less than 10 minutes and the patient was under anesthesia at the time of the event. There were no intra-operative or post-operative complications due to this delay. According to the surgeon, this event did not impact the procedure and patient¿s health and there was no concern about procedure delay causing any long-term complications with the patient. The total operative time was 2.5 hours.